Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received. The device was tested on the bench and was found to be normal. No device anomaly was observed.